Event description:
It was reported during a routine follow up low sensing was observed. During lead repositioning, the physician could not unscrew the lead. Lead was explanted and replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with 47.7cm of the distal portion was returned. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.